Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from (B)(6) suspended indefinitely.

Event description:
It was reported that the cannula of the infusion set was bent resulting in the patient being hospitalized for hyperglycemia. The blood glucose results were not provided. The type of treatment provided to the patient at the hospital was not provided. The patient was hospitalized for 10 days. No further information was provided.